Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a seized brake assembly due to rust/corrosion on the brake housing area, which led to the drivetrain motor failing to rotate (initiate compression). The rust and seized brake result from humidity or user handling. The storage condition of the platform is not known, but a review of the autopulse platform archive revealed that frequent daily checks had not been performed. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. During visual inspection, a cracked front enclosure was observed on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the issue. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) around the customer's reported event date, confirming the reported complaint. Also, unrelated to the reported complaint, archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and fault 30 (error communicating with fan controller) messages occurred around the customer's reported event date. The errors were cleared by the customer and were not duplicated during the platform testing. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position or the patient/manikin is not correctly centered. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Per the autopulse user advisory list, the fault code 30 error message alerts the operator that there is a communication error between the power distribution board and the fan controller. This typically occurs if there is an internal component error or malfunction. If there is no internal component failure detected, this error message can be cleared when the user press restart. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized from corrosion which triggered fault code 16 reported by the customer. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). A brake gap inspection was then performed and verified the brake gap was within the specification. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) without any fault or error. A load cell characterization test confirmed that both cell modules function within the specification. No physical damage was noted to the fan wiring cable. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(6)) displayed a fault code 16 (timeout moving to take-up position) error message. The customer performed manual CPR. No consequences or impact to the patient.